Event description:
It was reported that pacing impendence and capture threshold have been increasing over time on the right ventricular (rv) lead. The patient is not dependent. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.